Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 380 mg/dl. Customer also reported experiencing a high blood glucose of 500 mg/dl the night prior to their hospitalization. It was also found the customer had a headache, dehydration, frequent urination, and dry mouth due to their high blood glucose. The customer also reported having abdominal pain, anxiety, and severe bleeding. The cause of the customer's hospitalization was due to hyperglycemia and chest pains. Customer was treated with an IV at the hospital. Troubleshooting could not be completed as the customer was tired. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.